Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section was updated: date of report, device available for evaluation, date rec¿d by MFR, device evaluated by MFR. Complaint sample was evaluated and the reported event was not confirmed. A femoral inserter/ extractor was returned and evaluated. The device has some scratches and dents that indicate multiple uses. The functionally was tested with mating components and found to function properly. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Patient was born in 1959. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the spring of the femoral inserter is defective so that the instrument is not able to hold the provisional or implant as intended. The procedure was completed with another component with no adverse events reported as a result of this malfunction.